Manufacturer narrative:
G4: 12nov2020. B4: 13nov2020. The power switch overlay was replaced then the phenomenon was improved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
It was reported the alarm light emitting diode (led) failed during a power on set test while performing periodic maintenance. There was no patient involvement. The field service engineer determined the power switch overlay needs to be replaced.